Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a blood glucose of 88 mg/dl prior to eating, announced the meal, and subsequently experienced hypoglycemia with a nadir of 49 mg/dl, while concurrent meter and cgm readings showed 60 mg/dl and approximately 50 mg/dl, respectively; the user self-treated with oral glucose and later reported a rise to 130 mg/dl and steady, with troubleshooting and education provided. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient interference with daily activities that resolved with self-treatment. Investigation included technical review and user troubleshooting conducted remotely. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the event was consistent with hypoglycemia of unclear cause with adequate recovery following carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.